Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and half ifb alarms in the insulin pump. The customer's blood glucose level was 489 mg/dl at the time of the event and was treated with insulin pump. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was reported that the infusion set tubing had the presence of kinks which limited the amount of insulin delivery. No further patient complications were reported. Troubleshooting was performed, and advised customer to change the insulin, reservoir, and infusion set. Customer will discontinue to use the device.